Event description:
It was reported that at a post-operation check for an unrelated procedure, the patient's left ventricular (lv) lead was found to have exhibited loss of capture, which revealed lv lead dislodgement. The lv lead dislodgement was confirmed through imaging. The lv lead was repositioned on 21 sep 2022. The patient was stable throughout.